Manufacturer narrative:
Internal reference: (B)(4). Suspect products: no information available. The implant or explant dates are not applicable to this device. Concomitant medical products: no information available. Recall/correction: do not apply to this submission.

Event description:
This case was reviewed and investigated according to the manufacturer¿s policy. It was reported during pullback in a planned diagnostic peripheral procedure, a portion of the manufacture¿s catheter became detached and adhered to the wire. Removal was achieved by pulling the wire. No additional intervention was required. A second same device was used. There is no patient injury. New information obtained on 05-31-2019 indicated the purpose of the procedure was to restore blood flow to the limb. Resistance was encountered while passing through the lesion. The physician also observed fraying on the device. Procedure outcome was pta angioplasty, lesions successfully treated. Patient was discharged as expected in ¿fine¿ condition. Condition today is noted as ¿fine.¿ target vessel: tibial; severe calcification. The returned device was visually and microscopically inspected and damage was observed. The distal shaft was broken and the device was returned in two pieces. Microcables and wrinkled inner member were extended out of the distal piece of the distal shaft. The inner member was also wrinkled and ripped within the distal shaft. Stretching was observed at the distal-most portion of the broken distal shaft. The core wire was extended out of the proximal piece of the distal shaft; the entirety of the core wire was intact. A zippered tear was observed at the guidewire exit port going towards the distal shaft. The probable cause of the reported ¿portion of catheter became detached during the procedure¿ failure is mechanical strain, as evidenced by the zippered tear at the guidewire exit port, wrinkled and ripped inner member, and stretched distal-most portion of the proximal piece of the distal shaft. Strain, impact, and forces associated with use can affect the integrity of the device. It was not possible to conclusively determine when and how the damage occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because damage observed on the returned device of exposed and protruding components has a potential for harm if the malfunction were to recur.